Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, mmc2 main drawer 3.2, pocket e1 failed. It did not register as closed despite being locked, and it would not reopen to recover the storage space. This caused the entire drawer to become inaccessible. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3.2 failure and would not recover. A field service engineer (fse) found that drawer 3.2 in the main had a cubie failed by the user. The issue was resolved when the user recovered the failed drawer, and the customer tested the station by successfully retrieving medication from the same drawer and cubie. The system functioned as intended after the field service engineer verified the device.